Manufacturer narrative:
No product samples were returned for investigation. The customer provided a photograph showing a mc100 microclave connected to a luer lock syringe at the female luer and a blue dead end cap at the male luer. An area of the mc100 microclave was circled near the male luer connection to the female luer where the reported leakage was observed; however, provided no crack or leakage was able to be identified or confirmed upon analysis of the photograph. The probable cause of the reported leakage cannot be determined without the return of the product in question. A device history record (DHR) review could not be conducted because the lot number was unknown.

Event description:
The customer reported leaking of milrinone and fluids from the central line while in use with a microclave® clear neutral connector on an infant patient that arrived from the hospital's or during the dayshift. For approximately one hour prior to the reported event, the rn did not notice any issue. The tubing drip line, stopcock, filter and cap were subsequently changed out. Upon further inspection, a crack was identified halfway through one microclave connector. There was patient involvement; however, there was no clinical impact, no human harm and no medical intervention required. Further, the patient's status did not change as a result of the reported event.

Manufacturer narrative:
One used microclave¿ clear neutral connector was returned for investigation that was connected at the male luer end to a dead end cap. There was some minor drops of clear fluid within the returned microclave; however, there was no observable damage to the seal and there was no cracked body that would have resulted in leakage. There was some dried white residuals on the exterior of the mc100 microclave; however, the source of this material could not be determined. Leak testing did not reveal any leakage in either the activated or inactivated positions. The complaint was unable to be replicated or confirmed during investigational testing. D9 - date returned to mfg: 07-jan-2022.